Event description:
The attorney alleges that the customer was hospitalized with elevated ketone levels, caused by issues with an insulin pump and infusion set. It was stated that a month later, the customer experienced additional problems related to low blood sugar levels due to the insulin pump and infusion set failure. It was stated that the symptoms caused the customer light-headedness and instability that resulted in a fall in which customer fractured her right leg. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.